Event description:
A customer observed negatively biased dgxn qc results on the vitros 350 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that a condition code was generated indicating ir wash failure. Visual inspection of slides from the waste bin was consistent with improperly washed slides. An ocd field engineer replaced the immunowash fluid pump. Post service, precision test results were acceptable. The root cause of the event was instrument related.